Event description:
It was reported that ongoing cartridge alarms occurred during the load sequence and insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. Customer loaded a new cartridge to resolve the issue.